Manufacturer narrative:
E1. Unable to provide healthcare professional information due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the lock was not tight, and cerebrospinal fluid (csf) could not stay in the measuring cylinder and flowed into the drainage bag making it impossible to monitor brain pressure. Also, the drainage tube had multiple cracks causing csf to leak out and bacteria to enter causing infection concerns. No patient involvement.